Event description:
It was reported the battery was not giving back up. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the battery is not charging and the customer was advised to replace the battery. The device is not available for additional investigation as it remains at the customer site. The customer will order a replacement battery to resolve the issue. The investigation concludes that no further action is required at this time.